Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient's representative regarding an implant neurostimulator. The caller reported in the last 3 weeks the ins is going down to red more often and they have to charge the ins more often. Agent confirmed patient did not have fall or trauma. Caller stated patient activity level did not change. Caller stated they spoke with mdt rep laurie smith today and rep had them change the programs. Caller stated they will be meeting with rep on friday in person. Controller showed ins 50%, controller 100% charged.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They didn't address the cause of the ins depleting faster/recharging more often, but they did indicate that the steps taken to resolve the issue were to change to a different program as well as charging every other day. They are still having back pain, but not as much.